Manufacturer narrative:
H2 - h6: a medtronic representative went to the site to test the equipment. The solid-state drive (ssd) was replaced and the system functioned as intended. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed and it was found that there were two sessions present on the reported date. In the first session ¿shuntem¿ procedure selected. There were few instances of low performance warnings observed in the same session. There were common uuid errors observed in accessing registration data. Multiple attempts made to perform registration. Tracer pointer with stylet used in the procedure. After registration, logs showed evicting resources messages from headless rendering. The given logs did not provide any insights regarding system glitch. There were three archives along with anonymous exam present. Logs data matching anonymous patient which had two magnetic resonance (mr) exams present (t1 and t2). Merge performed with mr-2 as reference. The registration pattern was good and points were showing on the mode with asymmetric pattern with 2.2 metric. With this given exam, we could not see any glitch in the system when moved into navigation task. However, system logs also reviewed and it captured multiple instances of 'failed to load cookie file from cookie: no such file or directory' errors observed in upsd daemon logs. The issue resolved after system reboot. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0, product ID: 9736411, h6: no products were evaluated by medtronic representatives. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a catheter placement procedure. It was reported that while registering the patient, the system began "glitching"; the screen went "digital", and the surgeon said that registration points were collected underneath the skin. After rebooting the system, the issue seemed to resolve, and the surgeon was able to proceed with no further issues. It was noted that similar issues have occurred on the same system for a while. There was a less than one hour delay and no impact on patient outcome.